Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.3., h.6. Device evaluation: analysis of the returned device identified: opening lineal, creases fold and white particles inner shell. Leak test and microscopic analysis was performed which identified: sharp opening on valve bold edge and striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bold edge assessed as an unidentified (tear) opening. A striated opening on posterior assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿right side deflation¿. Device remains implanted.